Event description:
After initial insertion it was noted the balloon baseline pressure kept dropping after trouble shooting the iabp the balloon was removed and replaced. The technologist placed balloon in the sink and noted a leak coming from the bifurcate.

Manufacturer narrative:
The catheter and bifurcation separated. Isolated event cause unk.